Manufacturer narrative:
A ge oec service representative investigated the issue and found the iris potentiometer wires were strip crimped and failed. The wires were re-terminated to the iris pot to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had iris pot error message displayed.